Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Regulatory compliance will continue to monitor on monthly trend reports. Device history review was requested and supplemental report will be sent when additional info becomes available.

Event description:
Diabetes educator told account manager "a few weeks ago a pt had what looked like an infected injection site on his abdomen and was put on antibiotics. On the (B)(6) he told me that the infection settled down but then flared again. He squeezed the site and a piece of metal that looked like a needle came out".